Event description:
It was reported that during testing, the blade broke at the mount. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were reported.

Manufacturer narrative:
B5: this happened during testing only, no patient involvement. H6: the quality investigation is complete.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. D4: full UDI is not available due to missing catalog and lot number.

Event description:
It was reported that during testing, the blade broke at the mount. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.